Event description:
The complaint was received through a direct call from the customer to the emergency support program. Nurse called for assistance regarding cardiosave low battery alarm. She verified that the power cord was in an ac outlet. No harm.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6) med CT. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 , g2. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) displayed low battery alarm. There was patient involvement reported and no injury or harm reported. The customer confirmed that the power cord was connected to an ac outlet and that the ¿rescue¿ icon was displayed on the touchscreen. Esp personnel assisted the customer in properly re-engaging the rescue module into the hospital cart. During this process, esp personnel heard the audible tones indicating proper engagement and alerted the customer. The customer also verified that the icon had switched back to hybrid and the ac power cord was now visible over the battery icons.